Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs system lead was replaced. Reportedly, the lead was fractured. Stimulation therapy was restored postoperatively and the issue resolved.